Manufacturer narrative:
Correction: unique device identifier (UDI)#. Additional information: manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the alleged over infusion was not confirmed or replicated during the investigation. The returned device was fully evaluated, and no anomalies were observed during laboratory testing the customer provided an event date of 13 june 2024; however, the event time was not reported. Limited details of the reported issue were provided therefore a log review of the last observed infusion on the reported. Suspect device was performed. On (B)(6) 2024 at 6:46 pm, the pump module s/n: (B)(6) was programmed/started an infusion of oxacillin (drug ID 130) 6000mg in 310ml, with a rate of 25.8ml/h and a vtbi of 310ml. Pvi was recorded as 5236.13ml and svi was recorded as 1298.19ml. At 10:41pm, the module was paused and was restarted sixteen (16) minutes later pvi was recorded as 5336.84ml and svi was recorded as 1298 19ml. On (B)(6) 2024 at 6:36 am, the module was channeled off. Pvi was recorded as 5534.44ml and svi was recorded as 1298.19ml. The calculated volume infused for the reviewed infusion was 298.31 ml. Laboratory test results performed on the reported suspect pump module observed no signs of unregulated flow observed. An incidental finding related to the accuracy (low rate) of the device was found however the issue was corrected by the device being calibrated with asm. Inspection of the returned suspect pump module observed no anomalies that would contribute to the reported event it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. A review of the pcu and pump module error logs showed no records associated during the reported timeframe. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the customer. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported alleged over infusion was not identified during this investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Note that this report lists imdrf annex a040502, g02017, c0601, d01 not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the device alleged over infusion. There was patient involvement but unknown harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device alleged over infusion. There was patient involvement but unknown harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field. Additional information : device eval by manufacturer? , imdrf annex a,g,b,c,d codes ,remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the device alleged over infusion. There was patient involvement but unknown harm.